Event description:
On (B)(6) 2011, it was reported that stimulation was turned on for the first time "a few weeks ago". The patient had reported a shocking in her head prior to the implantable neurostimulator (ins) being turned on. It was also reported that the patient experienced acute pain to the left of the surgical incision site that started approximately 30 minutes into recharging the ins. The patient had a clavical placement and was not using a holster. The pain subsided approximately 10 minutes after ending the charging and turning the ins off. It was unknown if the pain was at the lead incision site or the ins incision site. The patient had an appointment with a manufacturer representative scheduled for (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).